Manufacturer narrative:
The user reported being unable to detect the sensor. During troubleshooting with customer care, the user was able to achieve an excellent and stable signal and was educated on how to better establish communication between the transmitter and the sensor. However, the user later indicated that they elected to have the sensor removed due to dissatisfaction related to persistent "no sensor detected" alerts. The sensor was returned for further evaluation and found to be functioning as intended. When positioned approximately 12 mm from the transmitter, strong and stable signal detection was observed, and signal quality remained excellent when placed directly against the transmitter. No issues were identified with sensor-to-transmitter communication. Review of the sensor in vivo dms data confirmed frequent "no sensor detected" alerts, and no sensor glucose data since insertion. It is most likely that the user had trouble achieving optimal transmitter placement over the sensor insertion site, leading to detection issues. B4. Date of this report, 19 oct 2025. G3. Date received by the manufacturer? 19 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.